Event description:
The patient was admitted to the hospital in 2005, with abdominal pain. The diagnosis was acute appendicitis. The patient had been started on antiobiotics in 6 days later, the patient was found to be unconscious and acls was initiated. Despite an et tube placement and resusitative measures, the patient remained in asystole with no pulse. The patient subsequently died in same day. The patient's cause of death was reported to be respiratory failure and cardiac arrest.